Event description:
Caller reported that pump battery depleted too quickly, leading to a shutdown of the device. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.